Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products; associated with MDR # 1225714-2013-00604.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2013-00603 and 1225714-2013-00604.